Event description:
It was reported that pt experienced a cardiac arrest and expired. In the process of the pt being transferred to the hospital in (B)(6) while utilizing extracorporeal circulation (ecc) service, the team set up the autopulse and charged battery; the autopulse unit would not start. The unit was tested with 8 other batteries, but it was impossible to restart the board. Therefore, the pt could not be transferred to the other hospital for organ donation. The autopulse was sent to the biomedical dept to be returned to zoll circulation for analysis.

Manufacturer narrative:
The autopulse device was returned to the MFR on (B)(4) 2013 and analyzed. Review of the archive data indicated that the device had issued multiple user advisory messages including: ua 02 (compression tracking error), ua 13 (battery fault detected), ua 44 (battery voltage too low during compression) and ua 45 (shaft not at "home" position). No batteries were returned for eval; however, the autopulse archive data file indicates that the customer was not following proper battery management procedures of daily system checks and battery swaps. Low voltage batteries were used repeatedly. On the date of the incident reported, (B)(6) 2012, multiple batteries were used repeatedly and appear to not have been adequately charged. There were several times when the device was deployed with false take-up caused possibly pt/board movement. The autopulse platform with 95% pt test fixture with a good battery for an hour with no faults or errors observed. While the system issued multiple user advisory messages, it is believed that the reported issues experienced by the customer were most likely due to inconsistent daily checks and poor adherence to the battery management program.